Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia, ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient had to be hospitalized due to high glucose (bg) levels and diabetic ketoacidosis (dka). The patient's control glucose monitor (cgm) alarmed throughout the night, letting her know that her levels were high reaching up between 25 to 26 mmol/l (450 to 468 mg/dl) while wearing the pod on the arm (duration of use unknown). Multiple corrections were administered using the pod but the patient's bg levels did not decrease. When she woke up, she was very sick throwing up and unable to keep any fluids down. The patient was taken to the hospital by her spouse where ketones tested positive (exact amount was not provided). The patient was kept for 2 days in the intense care unit (ICU) and placed on an intravenous therapy of fluids and insulin. Infusion site was reported to appeared irritated and bloody. Upon discharged, the patient was advised to follow up with her diabetes educator and a pod trainer from the hospital talked to her about the proper use of the device.